Manufacturer narrative:
The device history record (DHR) review did not show any deviations to manufacturer specifications. For functionality failure, it is imperative to receive a sample to duplicate the failure as described.

Manufacturer narrative:
No sample or picture was provided for the investigation. Therefore, no root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 9425tru airlife® arterial blood sampler getting flash back when sticking patient, but then no blood going to syringe.